Event description:
On (B)(6) 2014, port-a-cath placed at another facility. On (B)(6) 2016 port-a-cath not working properly. Found to be fractured consistent with pinch-off syndrome. On (B)(6) 2016, retrieval required by interventional radiology.